Event description:
The event involved a single transpac® it monitoring kit w/ 104" red stripe tubing where the customer reported that immediately after the device was placed, blood was in the bed. They noticed that the tubing was disconnected just after the proximal tap, at a place that was supposed to be welded and which did not disconnect. They changed the pressure set immediately to avoid patient hemorrhage. Clinical consequence: blood loss from the patient. No serious clinical consequence because the problem was identified quickly by the nurses. No medication involved and no leak. The tubing has been replaced with another set from the same list. No visible default on the device before use. No cut, no tear and no hole on the device. There was patient involvement but no adverse event/human harm.

Manufacturer narrative:
He device is available for investigation- it has not been received.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. An image was provided by the customer showing the area of the separation. During visual inspection, the 12" pressure tubing was received separated from the female luer. The end of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during the assembly process of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 9/26/2024.